Event description:
(B)(4). It was reported that when a patient was lowered into trendelenburg position on a surgical table; the table locked itself out of operation and would not move up or down. In addition, the override panel did not function. It was moved onto a separate surgical table, and there were no reported adverse consequences.

Manufacturer narrative:
Attempts were made to obtain patient identifier information, but initial report only remembered the approximate weight of the patient. No other information could be obtained. There is no expiration date for this product. Attempts were made to obtain the serial number, but this information was not known by the initial reporter. The device is not available for evaluation. The initial reporter did not know which table was involved in the event. The device manufacture date cannot be determined since the initial reporter did not know which table was involved in the event. Evaluation summary: the surgical table is used to support and position a patient for surgical procedures in a hospital operating room. It is battery powered with an ac cable for recharge and is primarily operated with a remote control, and has an override panel as a backup to the remote. The override panel is the safety console in the table. If there is a malfunction and the handheld control does not function, the override panel would be used to articulate the table and finish the surgery. If this malfunction occurred during surgery, there would be a delay in the surgery and there may be a potential for patient injury as a consequence of this delay. It was verbally reported by an emi specialist to a quality engineer that a surgical table was nonresponsive with the override panel once put into the trendelenburg position. According to the initial reporter, the table functioned normally before the patient was placed on the table (during prep) and functioned normally after the patient was taken off the table. The procedure had not yet started, so the patient was moved to a different table that was available at that time. There were no reported adverse consequences. It is not possible to determine the root cause for the issue as the table serial number was not known by the initial reporter. However, all the tables at the account had preventive maintenance performed during the week of (B)(4) 2010. In this case, no further evaluation can occur, and this non-conformance will be monitored for adverse trends. This is not a single use device.